Event description:
It was reported, the mechanical lithotriptor v had a torn guidewire tip. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: b5, e1 (added telephone number was missing in the initial medwatch), h8 (should be marked " initial use of device"). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the guide wire tip tore because a force exceeding the resisting force was applied to it. This could have occurred during an attempt to insert the device into the endoscope using the guide wire. Furthermore, when the angle between the distal end and the guide wire was large, the device was inserted into the endoscope. The event can be prevented by following the instructions for use which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
It was added that the issue was found when an attempt was made to insert the guidewire into the tip. However, it came off and could not be inserted, and was found to be torn. This occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using a different, but similar device.